Manufacturer narrative:
Exemption number e2015055. Three of the reported devices were received for evaluation; event was not confirmed during testing. Evaluation found no active leaking, external substances or component failures. One of the devices was not returned to the manufacturer for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.